Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse performed a celeron cpu upgrade. The back plane mount, video control pcb, system interface pcb, celeron cpu pcb kit, smart switch kit, image processor pcb, gib pcb, external interface pcb, and necessary cabling, hardware and software were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently locked up. No patient serious injury or death was reported related to this event.